Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using packing coil lps, pod packing coils (pod pc), an lp system detachment handle (handle) and a microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician placed the packing coil lp in the target location and attempted to detach it using the handle; however, the packing coil lp failed to detach. Subsequently, while attempting to detach the same packing coil lp manually, the coil detached in the microcatheter. Therefore, the physician pushed the packing coil lp into the target vessel using the pusher assembly. The same issue occurred with the next packing coil lp; therefore, the packing coil lp was also pushed into the target vessel using the pusher assembly. Next, while attempting to advance the pod pc through the microcatheter, the physician experienced resistance and the pod pc would not advance. Therefore, the pod pc was removed. The procedure was completed using other coils. It was reported that the coils were released manually. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00380.